Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforated her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vitamin b complex deficiency ("vitamin d deficiency") and vitamin d deficiency ("vitamin d deficiency"). At the time of the report, the uterine perforation, vitamin b complex deficiency and vitamin d deficiency outcome was unknown. The reporter considered uterine perforation, vitamin b complex deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency and vitamin b deficiency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: new events (vitamin d deficiency and vitamin b deficiency) and new reporter updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforated her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), vitamin b complex deficiency ("vitamin b deficiency") and vitamin d deficiency ("vitamin d deficiency"). At the time of the report, the uterine perforation, vitamin b complex deficiency and vitamin d deficiency outcome was unknown. The reporter considered uterine perforation, vitamin b complex deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency and vitamin b deficiency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated her uterus") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.